Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that the distal catheter fell into the abdomen and was not able to re-program the pressure. As a result the device was revised.